Event description:
It was reported that during a stenting treatment procedure, withdrawal resistance and stent damage occurred. Access was obtained via the radial artery. The 80% stenosed, 2.25x32mm concentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated, leaving 70% residual stenosis. A 2.25x32mm promus element stent was placed in the lesion; however, the physician was unable to visualize the stent properly so the device was pulled back slightly in order to inject contrast. During the attempt the physician felt resistance and the stent delivery system (sds) became stuck in the unspecified guider. While attempting to remove everything as a system, the physician experienced withdrawal resistance. Once the device was outside the patient it was noted that the stent was damaged. The procedure was successfully completed by implanting a 2.25x24mm and a 2.5x16mm promus element stent in the lesion. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal section of the stent was pushed distally and the struts were bunched together. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance and stent damage occurred. Access was obtained via the radial artery. The 80% stenosed, 2.25x32mm concentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated, leaving 70% residual stenosis. A 2.25x32mm promus element stent was placed in the lesion; however, the physician was unable to visualize the stent properly so the device was pulled back slightly in order to inject contrast. During the attempt the physician felt resistance and the stent delivery system (sds) became stuck in the unspecified guider. While attempting to remove everything as a system, the physician experienced withdrawal resistance. Once the device was outside the patient it was noted that the stent was damaged. The procedure was successfully completed by implanting a 2.25x24mm and a 2.5x16mm promus element stent in the lesion. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).